Event description:
The consumer's son reported that following intraocular lens (iol) implant surgery, his father sees "lots of black spots" in his vision. The son reported that his father has to cover his left eye with this hand to be able to see well. Additional info has been requested.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Actions: there have been no other complaints for this lot. No further action is warranted at this time. Final comments: based on our current trends, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional info has been requested. (B)(4).